Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer continued using current pump while technical support arranged a replacement pump.